Manufacturer narrative:
The implants were returned, evaluated, and found to meet specs. Co's conclusion remains unchanged: the reported cancellous bone and parathesia may be contributing factors. The implants are not believed to be the cause of failure.

Event description:
Implants did not integrate. One person affected.